Event description:
Information received on (B)(6) 2012 stated that the pump was restarted and a motor stall occurred again.

Event description:
It was reported that a pump replacement was planned due to a critical alarm and motor stall. The patient was hospitalized and surgical intervention was anticipated. The reporter stated however that "there were no patient symptoms/injuries related to the event". It was later reported that the pump only contained lioresal during the pump's lifetime, and no rotor test had been done because the pump critical alarm was still occurring. It was noted that there was no electromagnetic interference (emi) known to be associated to the stall, as there were no emi procedures done for the patient. The pump had been restarted, and the motor stall re-occurred. The reporter believed the pump had been explanted as of (B)(6) 2012, however the exact explant date was not known. Patient outcome was also unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): final analysis of the pump found multiple motor stalls and recoveries in the logs. A hole was also found in the pump tube, located 1cm from the outlet port. The pump tube also had a kink and was discolored. Additionally, there was significant residue on both feedthru, as well as, corrosion and moisture on the gear train. (B)(4).